Manufacturer narrative:
Ocd performed retained testing, batch record review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported false negative reactions in manual gel testing (15 min incubation) with a patient, confirmed to have a passively acquired anti-d due to rhogam, to cells# 1 and 11 of 0.8% panel a lot# vra186. Customer reported initially testing each sample against 0.8% screening cells lot# vss573 exp 10/15/2013 and reports the d+ donors yielded acceptable 2+ positive results. Patient received rhogam 60 days ago. Customer reported that repeating the manual gel testing with 0.8% panel a lot# vra186 and 30 min incubation also gave negative results. Customer reported carrying out supplemental testing with 0.8% panel c lot# vrc184 exp 10/15/2013. False negative reactions were obtained for cell # 11. This has been documented under mxp #1511071. All reagents and cards used were handled and stored as per the IFU and that the reagent red cells used were not hemolyzed. Visual appearance before use was confirmed to be acceptable. All testing described was performed in the mts anti-igg gel cards lot# 030513001-01 exp. 12/26/2013. To check the activity of the panel cells, the customer was guided in concentrating cells 1 and 11 to a 3% concentration and testing the donor for the d antigen using the tube method. Customer reported that cells #1 and 11 gave a 3+ positive reaction with their anti-d antisera (biorad lot# not provided), confirming that the integrity of the d antigen was as expected.